Event description:
The following product item# 47249616011 and lot# 3007826 has been considered twice in this incident. Therefore, please delete this medwatch from your system.

Manufacturer narrative:
Note: the following product item# 47249616011 and lot# 3007826 has been considered twice in this incident. Therefore, please delete this medwatch from your system.

Manufacturer narrative:
The manufacturer did receive x-ray for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to screw back out.